Manufacturer narrative:
(B)(4). The sample is not available; therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The report was not confirmed, and the root cause could not be determined. The labeling review found the labeling adequate for potential user error. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center and requested assistance with re-priming the homechoice (hc) machine during the initial drain. The technical service representative (tsr) assisted the home patient (hp). The hp stated that he needs to re-prime due to air being in the patient line. The tsr advised the hp to end therapy and restart the setup with all new supplies. The hp stated that he was going to perform a manual therapy tonight. Product surveillance contacted the hp on (B)(6) 2011. The hp stated that the issue was resolved; however, the cause of the air remained unknown. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, he did not receive any injury or medical intervention as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. No allegations were made against any of the hp?s dialysis products. No further information was provided.